Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the battery lock was bent. The physical damage found during visual inspection is not related to the reported event of the "system out of service, revert to manual CPR" error message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 6/2008). Review of the autopulse archive could not be performed because the archive data could not be retrieved as a result of the error message. Functional testing was performed and the reported issue was confirmed. The error message was observed on the autopulse platform screen. It was found that the processor board was at fault. Based on the investigation, the parts identified for replacement were the processor board and the battery lock. In summary, the reported complaint of the "system out of service, revert to manual CPR" error message was confirmed during functional testing. The fault was found to be due to the processor board. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Event description:
Complainant alleged that during a shift check, the autopulse platform displayed a "system error-revert to manual CPR" message. There was no report of any patient involvement. No further details were provided.